Event description:
It was reported that the device experienced pause episodes which appeared to be loss of contact. The physician elected to monitor the patient and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).